Event description:
A malfunction was reported with a code identified as malf 9. There was no reported impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer in performing the reset, and advised them to continue using the pump, instructing to call back if the issue recurred. The customer understood and acknowledged the instructions given.